Event description:
It was reported that a dissection occurred. The patient presented with a myocardial infarction and a 2.50 x 30 mm agent dcb was selected for treatment of the left anterior descending artery. The balloon was advanced and initially inflated at 6 atm followed by 11 atm. After withdrawal of the device, a dissection was noted and a synergy xd was implanted in the dissected area to complete the procedure. The patient remained stable. It was further reported that the 75% stenosed target lesion was located in the mildly calcified artery.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual / tactile inspection, microscopic analysis and functional testing were performed. No kinks or damages noted. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. The balloon was subjected to positive pressure and was returned in a deflated state. There were no pinholes or damages identified. Bumper tip showed no signs of distal tip damage. The device was attached to an encore testing device and the balloon was inflated to 14 atmospheres with no issues.

Event description:
It was reported that a dissection occurred. The patient presented with a myocardial infarction and a 2.50 x 30 mm agent dcb was selected for treatment of the left anterior descending artery. The balloon was advanced and initially inflated at 6 atm followed by 11 atm. After withdrawal of the device, a dissection was noted and a synergy xd was implanted in the dissected area to complete the procedure. The patient remained stable. It was further reported that the 75% stenosed target lesion was located in the mildly calcified artery.

Event description:
It was reported that a dissection occurred. The patient presented with a myocardial infarction and a 2.50 x 30 mm agent dcb was selected for treatment of the left anterior descending artery. The balloon was advanced and initially inflated at 6 atm followed by 11 atm. After withdrawal of the device, a dissection was noted and a synergy xd was implanted in the dissected area to complete the procedure. The patient remained stable.